Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter and test strips were requested for investigation. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr. Qc 2: 5.3 inr. Qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The 4.1 inr result alleged by the customer on (B)(6) 2021 were observed in the meter¿s patient result memory at 6:20 am instead of the alleged time of 7:30 am. There was not a result of 4.1 inr in the meter memory on (B)(6) 2021. Customer did not wash hands prior to dosing strip. Per product labeling, "wash your hands with warm, soapy water. Dry completely." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 7:49 am, the meter result from the meter memory was 3.6 inr. The customer claimed the result was actually 4.1 inr. At 7:52 am, the meter result was 2.1 inr. The patient did not know their therapeutic range.